Event description:
It was reported that during an unknown procedure, the subject device had caused a perforation to a patient. The patient also complained of abdominal pain. Additional information was requested however there was no response received from the customer.